Event description:
It was reported that the right atrial (ra) lead exhibited prolonged under sensing. Boston scientific technical services (ts) recommended decreasing the ra sensing and increasing the ventricular tachycardia (vt) rate cut-off to ensure appropriate storage of the events. This lead remains in service. No adverse patient effects were reported.